Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07-feb-2018 with the following findings: device evaluation: on investigation, the battery compartment was found to be cracked and the display dim and discolored. Initial reporter: (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue and a display issue. This report is made based on results of investigation completed on 07-feb-2018.